Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D.2. Medical device type: two additional codes apply; pch, pci.

Event description:
It was reported that while using bd max¿ enteric bacterial panel, they had 1 false positive campylobacter result. This is a report of one occurrence, no report of adverse event or injury. The following information was provided by the initial reporter: (B)(6) 2023. Problem max ebp - 442963_2263394 - fps. In a round robin test from labquality they had one false positive campylobacter result. 2 out of 3 results were correct.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 3007420875-2023-00098 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that while using bd max¿ enteric bacterial panel, they had 1 false positive campylobacter result. This is a report of one occurrence, no report of adverse event or injury. The following information was provided by the initial reporter: 09/28/2023. Problem. Max ebp - 442963_2263394 - fps. In a round robin test from labquality they had one false positive campylobacter result. 2 out of 3 results were correct.